Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure for a distal biliary malignant obstruction, performed on (B)(6), 2009 (female patient (B)(6); weight is unknown). According to the complainant, there were no complications reported during the stent placement procedure. On (B)(6), 2009, the patient was hospitalized for cholangitis, and treated with tazocin (piperacillin-tazobactam). She was discharged on (B)(6), 2009, and readmitted on (B)(6) for symptoms of cholangitis. She was retreated with tazocin, showed improvement, and was discharged on (B)(6), 2009. The patient was readmitted to the hospital on (B)(6), 2009 and an ercp was performed on (B)(6), 2009, which revealed a foreign object blocking the stent. The physician removed the object through the scope, and determined that the object was a piece of the stent covering. The stent was reported to be in good condition and in the correct position and was left in the patient. The patient was discharged on (B)(6), 2009. The patient's condition at the conclusion of this last procedure was reported to be "good". Since the initial report was filed, boston scientific has received the following additional information. The patient had not received any treatment in this lesion prior to the placement of this stent. The lesion was not pre- or post-dilated. The foreign material was reported to be free moving inside the stent.

Manufacturer narrative:
Additional information received. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A piece of straw coloured material was received. No stent or delivery device was returned. The material was spherical in shape on its return, and when initially spread out it appeared to be of plastic consistency. However, the material could be easily dissected using tweezers. The foreign material when spread out was approximately 2.5cm in length. Upon further microscopic examination, it was concluded that the material appeared to be biological in composition due to the size of the foreign material found and due to the fact that the foreign material had broken into multiple sections when placed in a detergent solution of mucasol. The material is not like any component or material that is used or consumed to manufacture a wallflex biliary unit. Due to the size of the foreign material, it was deemed that the stent could not be correctly loaded onto the device if a foreign material of this size was present. The most probable root cause classification of this investigation is undeterminable. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure for a distal biliary malignant obstruction, performed on (B)(6), 2009 (female patient age (B)(6); weight is unknown). According to the complainant, there were no complications reported during the stent placement procedure. On (B)(6), 2009 the patient was hospitalized for cholangitis, and treated with tazocin (piperacillin-tazobactam). She was discharged on (B)(6), 2009, and readmitted on (B)(6) for symptoms of cholangitis. She was retreated with tazocin, showed improvement, and was discharged on (B)(6), 2009. The patient was readmitted to the hospital on (B)(6), 2009 and an ercp was performed on (B)(6), 2009, which revealed a foreign object blocking the stent. The physician removed the object through the scope, and determined that the object was a piece of the stent covering. The stent was reported to be in good condition and in the correct position and was left in the patient. The patient was discharged on (B)(6), 2009. The patient's condition at the conclusion of this last procedure was reported to be "good". Since the initial report was filed, boston scientific has received the following additional information. The patient had not received any treatment in this lesion prior to the placement of this stent. The lesion was not pre- or post-dilated. The foreign material was reported to be free moving inside the stent.

Manufacturer narrative:
Patient complications. Stent covering migrated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp that a wallflex biliary rx partially covered stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure for a distal biliary malignant obstruction, performed in 2009. According to the complainant, there were no complications reported during the stent placement procedure. The following month, the pt was hospitalized for cholangitis, and treated with tazocin (piperacillin-tazobactam). She was discharged the next month, and readmitted five days later for symptoms of cholangitis. She was retreated with tazocin, showed improvement, and was discharged four days later. The pt was readmitted to the hosp ten days later and an ercp was performed one week later, which revealed a foreign object blocking the stent. The physician removed the object through the scope, and determined that the object was a piece of the stent covering. The stent was reported to be in good condition and in the correct position and was left in the pt. The pt was discharged two days later. The pt's condition at the conclusion of this last procedure was reported to be "good".